Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed on the potentially associated lot numbers. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with vancomycin and gentamicin therapies (doses, frequencies and routes not reported) for peritonitis. The cause of the peritonitis was unknown; however, it was reported the patient may have had a break in aseptic technique described as exposure of the pd catheter cuff and drainage. The patient was not retrained. At the time of this report, the patient was recovering from peritonitis. No additional information is available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13h11013 and h13f24028 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted.